Event description:
This event was captured based on literature review. It was reported that a single-center non-randomized study identified a total of 802 patients with chronic total occlusion (cto), of which 273 received either unspecified xience v stents or unspecified promus stents between 2003 to 2010. Clinical outcomes were as follows: 30 patients with in-stent restenosis/reocclusion; 31 patients with target cto vessel revascularization; 1 patient with myocardial infarction; 3 patients with cardiovascular death; 34 patients with major adverse cardiovascular event (including tvr, nonfatal mi, cardiovascular death); no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The promus device is being filed under a separate medwatch report. The additional adverse patient effects are being filed under a separate medwatch report.